Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. Sales representative confirmed that due to patient's bad health condition, physician decided not to explant this device. Patient will be monitor via latitude system. Device remains in service. No adverse patient effects were reported.